Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that their controller screen displayed a ¿settings not available¿ message. The patient stated that they decreased stimulation but could not increase it. They noted that the controller will show the main screen until they try increasing stimulation, in which it will then display the ¿settings not available¿ message. Additional information received from the rep indicated that the error message is causing the patient to not receive their normal level of therapy desired. The rep ran impedances which revealed contact 10 was greater than 40,000 ohms. They reprogrammed around contact 10, which resolved the issue. The rep stated that the patient was very satisfied when they were able to achieve their normal level of paresthesia. No further complications were reported or anticipated.